Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiopulmonary bypass procedure of less than a 6 hour duration, using the fusion oxygenator, straw-colored fluid and foam were observed coming from the gas exhaust of the oxygenator. The customer described this as plasma leakage. Circulatory arrest occurred during the procedure, and the oxygenator was changed out and replaced with another oxygenator. The rest of the original custom tubing pack was used. There was minimal blood loss of 250mls, and no blood transfusion was required. No damage was seen to any component or packaging. The procedure was an emergency during the night. Medtronic received additional information that the clinician described the leak as a plasma leak. The procedure commenced on (B)(6) 2025 and continued into (B)(6) 2025. All activated coagulation times (act) were within protocol. For the second cardiopumonary bypass (cpb) run, all acts were greater than 1000 seconds. The circulatory arrest was not planned. The clinician cooled the patient to 18¿ in a controlled timeframe to use circulatory arrest to replace the oxygenator. It was an elective aortic valve replacement (avr). There were no known coagulation conditions. The priming included plasmalyte, gelofusine, mannitol and 10 ,000iu heparin. It was an initial bypass run of 253 minutes. Bypass was terminated and the pump was then circulating for 2 hours when the surgeon deemed it necessary to recommence cpb. At 30 minutes into the second cpb run, the oxygenator started to leak and an increased sweep speed was required. The surgeon stated that the operation was likely to continue for several hours, therefore, the decision was made to cool down and change the oxygenator out. The total second cpb was 294 minutes. It took 30 minutes to cool, change out the oxygenator and continue bypass with a new oxygenator. The patient passed away in the operating theatre from surgical complications. The clinician believed that it was highly unlikely that changing out the oxygenator affected the outcome, however, they can not confirm it with 100% certainty. The pressures and flows within the cpb circuit including the oxygenator were all within normal parameters. Medtronic received additional information that the cause of death had not been identified but it was described as complications arising from surgery. It was not thought to be directly linked to the oxygenator. Medtronic received additional information that the first pump run was a standard case. The second pump run was required due to complications with the patient requiring a second procedure. The second pump run was started with the original circuit and oxygenator. After 30 minutes of the second pump run, the oxygenator showed signs of failing. The patient was cooled and the oxygenator was changed. The operation was completed with the second oxygenator which had no issues. They were not on patient bypass for 120 minutes. They were on standby recirculating through the recirculation line with dilute blood/ hartmanns mix. The start of second bypass run was 30 minutes.